Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the total daily insulin delivery totals correctly reflected programmed basal rates. There was no data found in the black box or download histories from the time of reported bg event. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported that her blood glucose (bg) levels had been lower since the previous week. The patient reportedly has been diagnosed with gastroparesis. The patient indicated that her low bg's had been occurring in the evening and never in the morning. In one instance on (B)(6) 2012, the patient reportedly bolused an unspecified amount an hour prior to eating dinner. For dinner, the patient reportedly consumed potato salad, chips, steak, and lots of ice cream. Within an hour after eating, the patient claimed that her bg level dropped to "41 mg/dl" and she had a symptom of acting "crazy." Her boyfriend reportedly treated her with juice and applesauce. Her bg level increased to "106 mg/dl" after the treatment was given. The patient admitted that she had been using more bolus insulin for the previous few days. She also admitted to using stairs more often instead of taking elevators. In addition, she was reportedly walking more lately. The patient noted also that it had been very hot for the previous week in the "80-100 degree" range. The anm representative involved in this contact noted that the patient appeared to be eating higher fat food since the weekend. She instructed the patient to consult with her cde/hcp for guidance of using the pump's extended and/or combo bolus features in relation to having gastroparesis. The patient refused to review the pump's bolus and prime history. She denied ever priming while attached. The patient claimed that the recorded boluses in the tdd history were correct. Also, the patient claimed that the isf, target bg, and iob were set correctly on the pump. Through troubleshooting, the anm representative noted that no pump defects were found. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that her bg level dropped to "41 mg/dl" and she required assistance/treatment from her boyfriend. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting of the device.